Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty remove and scaffold damage (explanted) was confirmed due to the returned guide wire still attached to the explanted scaffold. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat mildly calcified tibioperineal artery. After pre-dilation, a 3.75x38mm esprit btk drug-eluting resorbable scaffold system was implanted. After implantation, post-dilation was performed and upon removal, the scaffold got stuck to the tip of the interventional wire and the esprit scaffold was explanted. An unspecified stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.